Event description:
During a coronary drug eluting stenting treatment procedure, the physician was unable to load the taxus express2 2.50 x 24 mm drug eluting stent onto the guidewire. The procedure was completed with a new taxus 2.5 x24 mm stent. No patient complicantions were reported. The patient's status is reported as good.